Event description:
Patient was undergoing a right sfa balloon angioplasty and sfa stent placement, when tip separated from deployment catheter. Unable to retrieve tip with snare. Patient underwent surgical intervention for extraction of foreign body from right popliteal artery and femoral popliteal bypass.